Manufacturer narrative:
During further investigation the error has been able to be reproduced. The issue seems to be related to the size of the antiogram reports in the definitions. The investigation is currently ongoing.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of an issue since upgrading their cobas infinity software, version 2.2.3. The issue occurs when an order has more than one antibiogram ordered. When using the cobas infinity web service (wso) to create a report with more than one antibiogram ordered, there was a missing antibiogram report. When printing through the cobas infinity software a different way, all the applicable information was present. This issue could possibly led to the loss or misunderstanding of patient data. There was no allegation of an adverse event or that there were any erroneous data generated. Further investigation was unable to reproduce the error. The customer tried to reproduce the error again but was unable to. The investigation is currently ongoing.

Manufacturer narrative:
During the investigation, using the customer¿s configuration, an attempt was made to reproduce the customer's allegation with no success. Using a virtual machine and creating the same order as one of the examples attached to the case in order to print it, the result of both reports was the expected one and with all the corresponding antibiograms. The root cause cannot be determined because the allegation could not be reproduced. At the customer site, changing the report design allowed all antibiograms to be included in the report as expected.